Manufacturer narrative:
According to the surgeon: the patient had a postoperative bleeding in the resection area, developed a hydrocephalus, received a drainage and further surgery is necessary. The biopsy of the tumor has been successfully taken, one of the biopsies confirmed the diagnosis of a tumor. Post-op image sets (CT and MRI) were obtained by the hospital, due to the bleeding the hospital was not able to prove the actually applied trajectory path from the post-op images. Brainlab investigation could neither confirm nor disprove if the biopsies were taken at the planned/intended locations with the planned/intended trajectory path. There is no indication that the virtual display of the brainlab navigation would not have been as accurate to the patient's anatomy as desired for this surgery. Brainlab could not yet determine the root cause for the navigation system becoming unavailable. The system is currently returned to brainlab. According to the results of brainlab investigation (of data and log files) and the information provided by the hospital, it can be concluded that: there is no indication that the virtual display of the brainlab navigation would not have been as accurate to the patient's anatomy as desired for this surgery; corresponding measures to minimize the risk as low as reasonably practicable are in place (for use of navigation and accuracy, and max. Needle depth using stopper hw); the brainlab navigation system solely provides assistance to the surgeon and does not substitute or replace the surgeon's experience and/or responsibility during its use. It must always be possible for the user to proceed without the assistance of the system; brainlab investigation could neither confirm nor disprove if the biopsies were taken at the planned/intended locations with the planned/intended trajectory path (taken with and without using navigation). Brainlab intends to further investigate the cause of the navigation system becoming unavailable. The customer received a replacement navigation system.

Event description:
A cranial (brain) biopsy to retrieve tumor tissue samples was performed with the aid of the brainlab cranial navigation system. During the procedure the surgeon: registered the actual patient anatomy to the navigation (to the MRI scan imported into and used by the navigation system); verified and accepted the patient registration in the navigation; set up the calibrated biopsy needle to a pre-planned trajectory and took 2 biopsy samples with the aid of navigation. The navigation system then became unavailable with displaying an error message; the surgeon took 3 further biopsy samples of the still set up trajectory path, without using the (no longer available) aid of navigation. According to the surgeon: the patient had a postoperative bleeding in the resection area, developed a hydrocephalus, received a drainage and further surgery is necessary; the biopsy of the tumor has been successfully taken, one of the biopsies confirmed the diagnosis of a tumor. According to the surgeon: post-op image sets (CT and MRI) were obtained by the hospital, due to the bleeding the hospital was not able to prove the actually applied trajectory path from the post-op images.